Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the trigger did not function properly. This was attributed to normal wear. Inspection and maintenance were performed and the device was returned to the customer on 10/10/2012. Placeholder.

Event description:
Device was returned for service. During service, technician found a noisy device and parts to replace. This is report 1 of 1 for complaint #(B)(4).